Event description:
Lipids hung in evening. Noted line of air past lipid filter around a few hours later and no port to draw the air out of. Disconnected lipid tubing from trifuse and removed tubing from alaris pump to allow air to prime out of line. Unable to achieve flow of lipids out of tubing despite everything unclamped, could not prime air out of the tubing. Then lipids started to backflow in tubing. Decided tubing must be defective and rehung new lipid bag and tubing. Bd alaris pump infusion set, 1.2 micron filter. Lipid infusion running at 1ml/hr. Lot number unknown, info provided below from stock on shelf morning after report. Trend noted: 1st of 5 defective lipid tubings reported. Care team will reach out to manufacturer and supply chain to escalate. There was no detectable harm. This device is available and pending return coordination from manufacturer.